Event description:
It was reported that patient passed away and it was suspected it was after a seizure. It is currently assessed per the medical examiner that the patient suffocated during the post-ictal period and was not able to self-rescue. The medical examiner was unsure how quick the patient passed and stated the patient passed away in bed. There was no obvious cause of death found. The device was explanted due to death and possible sudep. Explanted product has been received for product analysis and in currently ongoing. No additional relevant information has been received to date.

Event description:
Generator analysis was completed and reviewed. Product analysis (pa) lab monitored device output signal for more than 24 hours while generator was placed in body temperature simulated environmental. Results showed no variation in the output signal and demonstrated the expected level of output current for the entire monitoring period. The programmed parameters gave expected generator diagnostics. The generator performed according to functional specification. The battery measured 3.015v with intensified follow-up indicator (ifi) = no and 44.888% of battery having been consumed. There were no performance or any adverse conditions found with the generator. Lead product analysis (pa) was completed and reviewed. Abraded openings were identified in the inner and outer silicone tubing with a coil identified at the ends of the positive and negative lead coils. The abraded inner and outer insulation were concluded to have been cause by wear. Scanning electron microscopy (sem) images of the positive coil break show pitting or electro-etching conditions that have occurred at the break location. The fracture mechanism of the broken coil cannot be ascertained due to metal dissolution and surface contamination. The most likely cause for the pitting condition is that the generator was still programmed to deliver output, attempting to deliver therapy through an electrical load. Sem of the negation coil showed what appears to be wear on the coil strand resulting in reduction of the diameter of the quadfilar coil strands up to the point of the break. The lead assembly had dried remnants of what appear to have once been body fluids inside the inner silicone tubing. No obvious point of entrance other than the identified tubing openings and the end of the returned lead portion. The lead connector boot has partially detached at the ring/backfill interface. A signification portion of the lead included electrode array was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mention observations and typical wear and explant related observations, no other anomalies were identified for the returned portion of lead. The lead malfunction has been reported in MFR report # 1644487-2019-02257. No additional relevant information has been received to date.